Event description:
Insulation of needle was broken when used with bk medical guiding device.

Manufacturer narrative:
The device was discarded by the user facility and a lot number was not provided. Therefore, a review of the device history record and trend analysis could not be performed. Based on the reported information from the user facility the manufacturer's device was used with another device that appears to have contributed to the insulation breaking and resulted in a patient burn. The manufacturer states in the device instructions for use precautions section: "caution: do not attach anything abrasive(e.g., metal clamps, etc) to the device. This may damage the insulation, which could contribute to patient injury". It appears the device was used in a manner that was not indicated to be used as per the manufacturer's instructions for use.